Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached from the quick release. This issue happened with four infusion sets from the same box. Reportedly, once this event happened at night and the patient woke up with blood glucose level of 27 mmol/l. The site locations were the patient's abdomen, leg and arm. The blood glucose was now reported to be 6.5 mmol/dl. No further information available.